Event description:
Reference e manufacturer report: 1627487-2011-01011. It was reported that the pt had an ipg replacement. During the procedure, when the lead was connected to the new ipg header, high impedances were reported on multiple lead contacts. Invalid impedance were observed on all lead contacts one hour postoperative. An x-ray showed that the terminal ends of the lead were properly connected in both ipg headers. The next course of action is undetermined at this time. No further info is available.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.